Event description:
On (B)(6) 2026, user contacted acorn to request a repair of his stairlift. During the call, he informed acorn of an incident involving the unit. The user reported that he was riding the stairlift up the stairs without wearing the seatbelt. While the stairlift was in motion, he shifted his weight and fell from the seat, tumbling down the staircase. As a result, he sustained broken ribs, spinal fractures, and a brain bleed. On (B)(6) 2026, an acorn technician interviewed user in person. During that interview, he stated that he had been riding the stairlift down the stairs without wearing his seatbelt when he lost consciousness and fell from the stairlift. He reported sustaining three compound spinal fractures, two broken ribs, and a brain bleed. These injuries required hospitalization.